Event description:
General report rec'd from customer that "several physicians" have experienced problems with air entering the manifolds during cardiac catheterization procedures. This has occurred over time and no specific pt info was available. The number of events and event details were not documented. The clinicians report that they made sure that the system is carefully primed with no air remaining and that all connections are tightened prior to use. They report that the syringe fit to the port seems tight. Clinicians do not know where the air is entering the system. The air is noted at various times throughout the procedure. The air is noted and expelled from the system prior to fluid/contrast injection into the pt. No adverse pt events have occurred. No additional info was available.